Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridges were loose within the pump housing due to damage to the cartridge rails. The customer's blood glucose level was 190 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.